Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced had multiple incidents of elevated blood glucose (bg) level 270 mg/dl. The customer delivered manual injections to stabilize bg level. As the customer did not contact tandem technical support at the time of the reported issues and the customer declined to troubleshoot at the time of the call, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.